Event description:
The customer states that she saw fluid (described as clear and blue) coming from the dxh800 instrument while running patient samples. Gloves, gown and glasses were worn at the time of this incident. There was no exposure to mucous membranes or open wounds. There was no death, injury or affect to patient treatment. No one sought medical attention. Patient results were not affected. Msds was not reviewed. There is an exposure control plan in place at the facility. The field service engineer indicated that the leak was due to a fluidic failure resulting from plugged line/tubing at vacuum chamber (vc340), probe waste. Root cause for the leak is attributed to plugged line/tubing at vacuum chamber (vc340), probe waste. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire.

Manufacturer narrative:
(B)(4).